Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving dilaudid (hydromor phone) (12 mg/ml at 3.327 mg/ml) via an implantable pump for spinal pain indications. It was reported that patient came in for a dye study today. They stated that since the pump was implanted in 2020 they felt like they were getting little to no pain relief. Patient did have a catheter revision in 2021 however today one was completed and it was able to be aspirated and dye study completed successfully. No changes were made to patient dosing at this time. Factors that have led to the event were unknown. The issue was resolved, patient status alive no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving morphine (15 mg/ml at 6.493 mg/day) via an implantable inf usion pump. It was reported that the pump was not working. The caller stated that "it has not been giving me any pain medicine." An x-ray had been ordered to see if there were any device issues with the catheter.